Manufacturer narrative:
D10 concomitant product: 86235, 86235 3.5mm basic cfls murphy non dehp (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the marking of the endotracheal tube on the lip was worn off and unable to be read. Based on the report, the patient was extubated and no injury reported.

Manufacturer narrative:
This event has been found to be a duplicate of a previously reported event documented under regulatory rep# 2936999-2024-01262. All additional information pertaining to this event will be communicated under the original regulatory report. Notified date was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.